Manufacturer narrative:
Follow-up #1: date of submission 08/24/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 08/04/2015 with the following findings: during a visual inspection of the pump, no damage was found to the display lens. The complaint was not duplicated, and no defect was found. An admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. The distributor alleged that the display was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.